Event description:
It was reported that this right atrial (ra) lead exhibited failure to capture and failure to sense around three weeks post implant. Imaging was completed, but not very helpful. The physician thought the lead may have migrated out from where it was placed on the lateral wall location. Subsequently, the lead was surgically repositioned and placed more towards the appendage, with favorable numbers. No additional adverse patient effects were reported. The lead remains in service.